Event description:
It was reported to boston scientific corporation that a percuflex plus stent was used in the ureter and kidney, during a ureteroscopy and double j placement procedure performed on an unknown date. According to the complainant, post procedure, it was noticed that the stent was calcified in the tail of the double j stent. It was also reported that the stent was stuck in the renal j pelvis. The patient was sent to surgery for removal of the stuck stent. There were no patient complications reported as a result of this event. Attempts to gain further information regarding the event have been unsuccessful to date, should any relevant information be provided, a supplemental MDR will be filed.

Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and the expiration date are unknown. However, the complainant reported that the device was not expired. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a percuflex¿ plus stent was used in the ureter and kidney during a ureteroscopy and double j placement procedure on an unknown date. According to the complainant, post procedure, it was noted that the stent was calcified in the tail of the double j stent. It was also reported that the stent was stuck in the renal j pelvis. There were no patient complications reported as a result of this event. Attempts to gain further information regarding the event have been unsuccessful to date, should any relevant information be provided, a supplemental MDR will be filed.